Event description:
On (B)(6), 2015, a lead shield dislodged from the ceiling mounted arm close to the end of a cardiac catheterization procedure, making contact with the right cheek area and right forearm of the patient. The clinical staff was able to finish the case and remove the patient from the area. The patient did not sustain any injuries.